Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise on the right ventricular (rv) and atrial channels. The noise was oversensed on the rv channel resulting in pacing inhibition. The patient was asymptomatic due to an underlying rhythm. A revision procedure was performed and the system was removed from service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional details were received from the health care professional stating that a chest x-ray was performed prior to the revision procedure and it was unremarkable for any lead or device issues. Additionally, notes from the procedure stated that leads and the explanted device appeared to be intact and still in good placement. The patient has been seen in the office and normal device function was confirmed and lead measurements were within normal limits. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.